Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins was dislodged by a doctor. It was also reported there might have been some electromagnetic I nterference with the ins from a smart phone. This information was received via email from the patient and it was difficult to understand. Follow-up was conducted to clarify the information. No patient complications were reported.